Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 403 mg/dl. The customer was declined troubleshoot for high blood glucose. The customer stated that the insulin pump had a motor error. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The insulin pump will not be returned for analysis.